Manufacturer narrative:
An evaluation of the subject device was conducted. The device was returned with the guidewire inserted. The balloon had a complete radial tear resulting in balloon separation. A portion of the distal end of the balloon was missing and not returned. Based on the reported information, it has been confirmed that all detached components were successfully retrieved from the patient. The reported detached catheter component was confirmed. Based on the investigation performed and information provided, the balloon ruptured during the procedure which prevented the balloon from fully deflating. Being unable to fully deflate the balloon would cause its profile to be large and prevent it from being withdrawn into the sheath. Force was possibly then used and caused the balloon to detach. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
An m5+ peripheral ivl catheter was used to treat the left sfa (superficial femoral artery). A portion of the balloon material became detached and stuck inside of the patient. The physician had to do a puncture on the right side and a crossover to snare the detached balloon material. The detached component was successfully retrieved with a 5mm snare. To date, no further patient sequelae has been reported.